Event description:
It was reported that a malfunction alarm occurred with a specific error code. There was no reported adverse impact on the customer¿s blood glucose level, as the customer declined to provide this information. Technical support assisted the customer by providing information to reset the pump, which resolved the issue without further recurrence.